Event description:
Postoperative bleeding status post laparoscopic cholecystectomy. Patient discharged and returned to ed and admitted. CT showed blood in the abdominal cavity. Surgeon documented iatrogenic trocar injury. Op note indicates bladed and non-bladed trocars used. Insufflating pressure to 15 mm mercury. Viewed no injury to the underlying viscera. All trocars placed under direct vision. No injury noted. Reinspection revealed no injuries. Discharged home around 2:30pm and returned to ed around midnight with postop bleeding. Admitted for three days and did not require surgery. Patient did require blood transfusions. Bleeding ceased and patient discharged. I am beginning to collect data on iatrogenic trocar injuries. This is the first one I have submitted to medsun. MFR of the trocars can not be identified.